Event description:
It was reported that the lv lead was dislodged and did not capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; outer insulation melted, apparent explant damage; full lead analyzed.